Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that the battery door of the meter showed signs of melting. Meter was not exposed to an external heat source. No adverse event alleged. A request was made for the return of the device.